Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 195, 168 and 108 mg/dl fasting. The customer's expected fasting blood glucose test result range is 99 - 118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/14/2021 and open vial date is 05/19/2019. During the call, a back to back blood test was not performed by the customer; customer had disconnected the call. Only two results from the meter memory were able to be obtained prior to customer disconnecting the call: result 1 : 151mg/dl date: (B)(6) 2019 time: 6:30am fasting; result 2 : 193mg/dl date: (B)(6) 2019 time: 6:30am fasting.